Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the instructions for use xience prime everolimus eluting coronary stent as a known patient effect of coronary stenting procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a 100% stenosed, totally occluded, de novo lesion in the proximal obtuse marginal (om) coronary artery. Pre-dilation was performed using an unspecified semi-compliant balloon dilatation catheter. A 2.75 x 15 mm xience prime rx stent delivery system (sds) was advanced to the lesion and the stent was deployed at 16 atmospheres. Fluoroscopy after stenting revealed a dissection at the distal end of the stent. The sds was removed, and a second xience prime rx stent was implanted to successfully treat the dissection. There was no patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.